Event description:
The customer states, that she turned the cell-dyn 3500 cs analyzer on to warm-up, and went to lunch and upon returning, slipped and fell in a puddle of liquid that had leaked from the instrument. The customer states, that she broke (fractured) the elbow of her right arm. She had sought medical attention. A soft cast was applied and subsequently referred to an orthopedic physician. In 2007, the splint was removed from her arm, during the follow-up visit with her physician. The customer states, that the arm still hurts on the top portion, but not in the area of the fracture. The customer scheduled a follow-up appointment with the physician in 2 weeks. No further impact to pt was reported. The spilled material had dried and the customer made arrangements for the spill to be cleaned up. There was a question of ownership of the instrument. Service was dispatched. The instrument is currently not in use.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.